Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.